Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant,the physician had difficulty inserting the atrial lead into the pulse generator header. A tug test confirmed the lead was set in the header. All lead electrical values were tested and found to be normal. The physician elected to close the pocket. The patient would be monitored.